Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. On an unreported date following the onset of the peritonitis, the patient was hospitalized for the event. It was reported that on an unreported future date, the patient was expected to go on in-center hemodialysis for a period of time until the peritonitis resolved and the patient could be retrained on pd therapy. It was not reported if dianeal therapy was ongoing at the time of this report. No additional information is available.